Manufacturer narrative:
(B)(4). Approximate age of device - 60 days. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018. The patient had a history of infection and a pump pocket exploration with washout and antibiotic bead placement had been performed (B)(6) 2018. The patient was on minicycline for chronic suppression. The patient went into septic shock and a pump exchange was discussed, however the patient did not want any further surgical interventions and was dnr. The decision was made to withdraw support. No additional information was provided.

Manufacturer narrative:
A specific cause of the reported event could not be determined through this investigation. The left ventricular assist system (lvas) was not explanted. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.